Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had an infection at the implantable neurostimulator (ins) area in 2009. The infection was confirmed. The patient had partial system explant and the ins was replaced due to infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.